Event description:
Pt came back for surgery in 2003 after prosthesis dislocated (s/p bipolar arthroplasty in 2002) initially, surgeon performed closed reduction out unsuccessful. So surgeon proceeded with revision bipolar arthroplasty.